Event description:
Additional device information was received. The patient and healthcare provider have been contacted for additional event information.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens). It was reported that the patient had been unable to void or use catheter since their evaluation started yesterday, (B)(6) 2017. It was later reported that the patient went to the emergency room and were told they had a uti. There were no device issues reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.